Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a pairing failure between the Dexcom G7 continuous glucose monitor (CGM) and the iLet, resulting in an inability to establish communication until the user toggled settings and reinitiated pairing. No adverse clinical symptoms reported. Outcomes included no clinical impact reported. User support included troubleshooting and user education, including instructing the user to verify sensor code and pairing. Investigation of this case revealed that the issue was consistent with a sensor-to-pump connectivity or pairing malfunction, which was mitigated by reattempting the pairing process and guidance to replace the sensor if failure continues. It was concluded, based on previously established findings for similar reports, that the cause was user interface or transient connectivity factors leading to unsuccessful pairing.